Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken display. Customer's blood glucose level was 186 mg/dl and 230 mg/dl. Customer states drive support cap was broken off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd noted. Device receive with detached end cap. Unable to verify loose drive support cap anomaly due to detached end cap.